Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the jaw was damaged after opening the package. The surgeon applied another device to continue the procedure. The hosp has reported no pt injury occurred.